Manufacturer narrative:
(B)(4). The actual device involved in this event was returned for evaluation. The device was visually and functionally evaluated. The blade extended properly when the trigger was pressed during the evaluation.

Event description:
It was reported that a patient underwent a procedure on (B)(6) 2011. During the procedure, the blade remained stuck in the sheath. It was unknown how the case was completed.

Manufacturer narrative:
(B)(4): blade will not advance. Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form.